Event description:
The customer reported that during a patient event, during a cardioversion procedure, the customer's device continued to prompt "connect electrodes" with the defibrillation therapy electrodes connected. Following the reported message, the customer changed out the defibrillation electrodes with the backup set and continued to see the same message. The customer then continued care on a backup device and was able to successfully defibrillate the patient. The patient survived and did not suffer any adverse outcome as a result of the reported event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Physio replaced the therapy cable assembly as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.